Manufacturer narrative:
Concomitant medical products: product ID: 3708140, serial (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708140, serial (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 39286-65, serial (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2016, product type: lead. The main component of the system. Other relevant device(s) are: product ID: 3708140, serial/lot (B)(4), ubd: 13-jun-2018, (B)(4); product ID: 3708140, serial/lot (B)(4), ubd: 31-jul-2018, (B)(4); product ID: 39286-65, serial/lot (B)(4), ubd: 24-sep-2017, (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implantable neuro stimulator (ins) for rsd/ causalgia-complex regional pain syndrome and spinal pain. It was reported patient got a new battery (B)(6) 2016 and the device still did not work. Patient said they checked all connectors and that did not work. Patient said on (B)(6) 2016 a whole new system was put in. Patient said the device was supposed to be sent back to manufacture for analysis. Patient said this was the 3rd system with the manufacturer and they "all sucked". Additional information was received from the patient. It was reported that patient called to update information to reflect what she has implanted. Health care professional (hcp) was called they provided post op report for the patient's (B)(6) 2016 surgery. At the top of the operative report, under "pre-operative diagnosis" and "post-operative diagnosis" it stated cervical spinal cord stimulator, non-function. It shows that the patient just had their lead removed and had a new lead implanted. It was undetermined the status of the patients extensions. No patient symptoms or complications were reported in this event.